Event description:
Journal reference: ory-magne, md., et al. "Does ageing influence deep brain stimulation outcomes in parkinson's disease" movement disorders, 2007, 22:1457 - 1463. The article describes the results from a study that recorded adverse events encountered during follow-up of parkinson's pts being treated with implantable deep brain stimulators. A total of 45 pts underwent procedures for implantation of unilateral (2 cases) or bilateral dbs systems. The goal of the study was to determine if age was a factor in treatment success. A number of pt complications were noted during the study. Reportable event: four pts (lead model 3389 n=4) experienced agitation during the perioperative period. Treatment and outcome info was not provided.

Manufacturer narrative:
Journal reference: ory-magne, md., et al. "Does ageing influence deep brain stimulation outcomes in parkinson's disease" movement disorders, 2007, 22:1457 - 1463. Due to the limitations of the data, the reportable events are being submitted by complication type. The exact relationship between each pt, the devices used and the complications experienced was not provided. It is possible that each pt may have experienced more than one complication.